Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. It was found out of spec with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. The current reading of the downstream sensor was found out of spec (high reading). The downstream pressure plate gap was also found out of spec. The device was calibrated to ensure proper occlusion detection.